Event description:
The facility representative reported an infusor pump with a condition of "calibration needed". This condition occurred during bio-med maintenance. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported problem to be a syringe end block issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a calibration issue was confirmed and reproduced during product evaluation. This condition was due to the end of syringe distance being out of range. The pump was calibrated to specification to resolve the problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up will be submitted.